Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.

Event description:
It was reported that the device did not remove the thrombus. The patient went to the or for the removal of the thrombus.